Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the symptom false upstream occlusion alarms. The eval fond that the ultrasonic readings with a fluid filled tube loaded were below specification. Additionally, the eval found cracks in the zif tail of the ultrasonic sensor. Both of these factors are known contributors to the symptom. The failed ultrasonic sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it was found that the device falsely alarmed upstream occlusion. There was no pt involvement.